Event description:
It was reported that during implant the helix would not deploy after twenty-five rotations. It was also reported that the lead was tested while in the patient and again on the table. During both occasions the lead failed to deploy. Therefore a new lead was requested and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed no anomalies. However, there was blood in/on the helix/lobe mechanism and sleeve head.